Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was discovered the cartridge was not seated properly causing the blockage. After cleaning the area and changing supplies, the customer successfully resumed insulin therapy with a subsequent test confirming issue resolution. No further assistance was required.